Event description:
During a maxillofacial reconstructive surgery, it was reported that the predictive drill holes did not line up with the custom reconstruction plate. The surgeon drilled additional holes in order to fit the plate to the patient's anatomy. The surgery was successful with no observable clinical symptoms reported by the surgeon.